Manufacturer narrative:
Product was requested to be returned for evaluation, but has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
Customer reported that the alarm was on, but did not sound when the patient got up. The alarm was in green light state, lit and blinking. There was no patient injury reported.